Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 61 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had fractured at approximately 93mm from the distal end. The total length of the returned sample was measured and it was determined that there is no missing portion of the device. The sheath tube was also noted to have been crushed along the total length. Magnifying inspection of the cut cross-sections on the hub side and on the distal side found that there were some portions presenting a smooth surface and other portions presenting the elongated surface. Magnifying inspection of the distal cut cross-section found some flaws and the evidence that the sheath tube had been pinched and crushed. Magnifying inspection of the deformed segment on the sheath tube revealed no anomaly which could have contributed to the generation of the crush. There is evidence that the sheath tube had been pinched with forceps on the distal segment. The wall thickness and outside diameter was measured on the undamaged segment of the returned sample and confirmed to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect on a sample of a current terumo glidesheath product. The current product sample was given a nick from the outside with an entry needle and a scalpel. Subsequently, the sample was subjected to a pulling force until it became fractured with the distal end of the sheath tube being sandwiched with the fingers. With the generation of smooth surface and elongation on the cross-section, the state of the cut cross-section was observed to be similar to that of the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation result, it is likely that the actual sample came into contact with a sharp object and the actual sample's product tensile strength deteriorated. Subsequently, when the actual sample was subjected to a pulling force during withdrawal, it became fractured into two pieces. A potential cause of the generation of the crush on the sheath tube is exposure to some compressive force during use, most likely by use of forceps. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture of the sheath tube on the terumo glidesheath device. Follow up communication with the user facility confirmed the following information: when the customer withdrew the actual sample that was placed in the left femoral artery, it became fractured on the segment near the hub. It was reported that surgical intervention was required. The procedure was completed successfully. It was report that the patient recovered.